Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (rv) lead was explanted as snare access for an accidentally dislodged lead was required, during an intervention to remove capped leads from a patient, so that they could receive an MRI. A new lead successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed 43.5 cm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to any clinical observations.

Event description:
It was reported that that this right atrial (rv) lead was explanted as snare access for an accidentally dislodged lead was required, during an intervention to remove capped leads from a patient, so that they could receive an MRI. A a new lead successfully placed. No additional adverse patient effects were reported.